Event description:
It was reported that the nurse applied the pico 7 the 8. August without any problems. After 3 days (august 12), the patient discovers that the pump was not working. There were no alarms. When he restarted the pump all the icons lit up at once and then the pump stopped and it could not be restarted. Nothing has happened to the patient and a new pump has been applied without problems.

Manufacturer narrative:
The returned pump was evaluated to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. The device was attached to the diagnostics equipment and this confirmed that the pump had reached its 7 day expiry due to being in use for this period of time. No errors were detected. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. The 7 day timer is activated as soon as the batteries are inserted. As stated in the IFU ¿after 7 days of therapy the pump will automatically cease functioning¿. No corrective action is deemed necessary.